Event description:
It was initially reported that the pt was having an increase in seizures for the 4-6 weeks prior to the report. The pt's pulse generator was not at an eos condition, but the pt was referred for generator replacement due to the increase in seizures. The pt has had the pulse generator replaced, but the device has yet to be returned to the manufacturer for analysis. A search performed in the manufacturer's programming history database indicates that the last known diagnostics were performed on (B)(4) 2008, which were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.